Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (kink). (Anatomy related; vessel morphology).

Event description:
When the delivery system was inserted (the delivery system of the limb) the vessel was tortuous and kinked. The delivery system was removed from the patient, but the guide wire was stuck in the delivery system. Therefore, it was decided not to use the device.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 41.7mm in diameter and 111.5 mm in length abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 40.8 mm in length. The left common iliac artery was 21 mm in diameter and the right common iliac artery was 18.9 mm in diameter. The right external iliac artery measured 10.1 mm in diameter and the left external iliac artery measured 10.1 mm in diameter. The right internal iliac artery measured 19.5 mm in diameter and the left internal iliac artery measured 18 mm in diameter. It was reported that the device was prepped according to the IFU. During delivery of the device the guide wire lumen might have broke or bent due to the severe curvature of the anatomy. The device was removed and discarded. A second device of the same size was successfully used to complete the case. There was no injury to the patient. No clinical sequelae were reported and the patient is fine.